Event description:
Acetabular revision - patient experiencing pain, the cup was not in good position and needed to be taken out. A new cup was placed in better position with aided in better stabilization.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).